Event description:
Preparation had two issues: an adaptor issue and the product not dissolving. It was made as directed with the provided adaptors. One of the sterile water for injection (swfi) vials used for dilution lost the vacuum part way through the swfi transferring through the adaptors into the drug vial (as seen in picture "prep 1 swfi vials partial"). The compounder connected the syringe to each adaptor on the drug vials to draw out the contents of the vials and did not have the volume required. They removed the adaptors from the drug vials (that's why they aren't there in the pictures) to try to use a needle to get every last drop out of the vials. During this process, the technician also noticed that there was still undissolved drug in the final syringe. Since the final volume wasn't sufficient anyway, the decision was made to make a new syringe. I have the final syringe for prep 1 and there are actually still filaments floating in the syringe (it was difficult to capture on camera, but I still have it in my possession). Additional information received on11jun2026: to ensure we document this complaint accurately and support a thorough investigation, please provide the following additional information: 1. Was any dose missed or delayed due to this occurrence? If yes, please describe. No. 2. Was there any injury, adverse reaction, or medical intervention required as a result of this incident? No. 3. Please provide the mix2vial transfer device lot number, used for prep 1 and prep 2 (if available). Not available. Regarding the diluent transfer issue: 4. Was the diluent vial placed on a flat surface as instructed? Yes. 5. Did you notice any hissing, loss of seal, or liquid escaping at the connection point? No. 6. Did the device feel fully assembled/locked, or did it feel loose or unstable? The device was fully assembled and felt secure/stable. Regarding the dissolution issue: 7. Was the vial assembly swirled or shaken? Approximately how long was allowed for dissolution? Swirled, best guess is at least 30-45 minutes. 8. Are the materials available for return (e.g., sample vials, diluent vial(s), transfer device(s), if retained)? If yes, please provide the shipping address, contact name, and phone number where return packaging should be sent. I do have all of the vials and syringes. You can have the return pacakge addressed to me at (B)(6).

Manufacturer narrative:
Sample has been requested and pending investigation.